Manufacturer narrative:
Block e1: (initial reporter city and state). (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the device was not returned; therefore, a technical analysis could not be performed. Therefore, the reported event of handle cannula break was not confirmed. It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of basket detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed and, from the information available, this device was used per directions for use (dfu)/ product label. There was no issue noted with translation, wording, or graphics during the revision of the instructions for use /IFU. Based on the information provided, the most probable cause of the reported events of handle cannula break could not be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Furthermore, the reported event of additional device required could not be established as it happened during the procedure. Based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a trapezoid rx basket was used in the common bile duct for stone removal during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the handle cannula was broken when there was a stone inside the basket. The wire was cut and pulled through the scope. An alliance handle was used with the trapezoid rx basket. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.